Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. There was blood and contrast present in the manifold, inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 6mm longitudinal tear 3mm from the tip of the device.

Event description:
Reportable based on device analysis completed on 16jan2022. It was reported that failure to inflate was encountered. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon failed to inflate. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a balloon tear.